Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 44 bursts of inappropriate anti-tachycardia pacing (atp) and 14 inappropriate shocks across multiple episodes for what appeared to be atrial fibrillation with rapid ventricular response (rvr) and atrial undersensing. It was noted that therapy was exhausted. Technical services (ts) discussed reprogramming options. Programming changes were made however, the patient received another two bursts of inappropriate atp recently. Ts discussed programming changes again. Device currently remains in service. No additional adverse patient effects were reported.